Manufacturer narrative:
Due to character restrictions in block e1 event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had fluid in the gas line.

Manufacturer narrative:
Updated fields - b3, b4, b5, b6, b7, d10, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had fluid in the gas line. The issue was found before use, hence there was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - h6 (health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the unit and the patient interface module (B)(4) was replaced. Suspected it maybe blood, so didn't want to take the chance handling it. Faulty part was disposed of on site due to contamination. All functional and safety checks completed to meet factory specifications.